Event description:
Caller reported an alarm 2 and stated that an occlusion event occurred earlier in the day. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by changing the infusion set and cartridge, then resumed insulin.